Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On investigation, the alleged battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box history did not find any drastic voltage fluctuation or alarm/warnings related to the complaint. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence was completed without any power issue. The electrical current draws were within specifications. No intermittent conditions or evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, a battery compartment crack was found on the side of the compartment extending from the threads to the case seal. (B)(4).